Event description:
A ventilator was returned to a third party svc center, alleging a ventilator's internal battery was faulty. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at a third party svc center, a failure of the device's internal battery was observed. The device's internal battery was replaced to address the issue.